Manufacturer narrative:
An endo illuminator product sample was not returned for evaluation. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. One opened trocar hub/cannula assembly and handle/blade assembly was received, along with an infusion cannula, for the report of hard to insert and eject equipment into trocar cannula. The returned sample was visually inspected and all three were found to be conforming. A dimensional inspection for cannula identification was also performed and was conforming. The fit of the returned infusion cannula with the trocar was tested and was conforming. A product fit test could not be performed with the illuminator used with the trocar because the illuminator was not returned. The final product lot was identified. A device history record review for each of the component lots was conducted. The product was released based on the product¿s acceptance criteria. The returned sample was found to be conforming, therefore the product fit issue as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that it was "hard to insert" the illuminator into the trocar cannula as it "felt narrow". The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for this event.